Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance failure. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, the device failed flow verification. The device's oxygen blending module (obm) was replaced to address the issue.